Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that rad and fluoro calibration had not been performed for more than 171 days. Calibration and invalidate home was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system would not acquire a 3d scan. This issue was noted outside of a procedure, and there was no patient involvement.